Manufacturer narrative:
A supplemental report is being submitted to capture additional information provided by the user facility. The following section was amended: event.

Event description:
The customer reported to olympus, the insertion tube on the evis exera ii gastrointestional videoscope¿s had defects. The event occurred prior to use for an unknown diagnostic procedure. The procedure was completed using another device without any delays. There was no report of patient harm associated with this event. During inspection of the returned device, the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Furthermore, no deviation from the IFU) instructions for use) was identified. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The nozzle on the insertion tube was found to be clogged, the adhesive on the insertion part of the bending section cover was chipped, the bending tube shortened and the connecting tube was scratched. In addition, the control unit was leaking, the distal end cap was cracked, the air/water cylinder paint peeled off, the suction cylinder nut paint peeled off, the universal cord was scratched. There was reduced angulation, the angulation control knob was loose, the angulation control knob made a noise in a neutral position, there was incorrect angulation control knob position when the bending section was straightened, the image tilt upright alignment was off by 10 degrees and there was insufficient air flow because of the clogged air/water cylinder. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the insertion tube on the evis exera ii gastrointestinal videoscope¿s had defects. The event occurred prior to use for an unknown procedure. During inspection of the returned device, the nozzle was clogged with foreign material. There was no report of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during device evaluation.